Event description:
It was reported to boston scientific corporation that a hysterectomy was also performed during the same procedure as the obtryx implantation. Post-implantation, the patient experienced difficulty healing (specifics unknown). Reportedly, she was not administered any treatment. The patient was last seen on (B)(6) 2010, and at that time was still reporting pelvic pain. She was prescribed elidel and neurontin for pain (durations of prescriptions unknown). The patient was also given 1 trigger point injection for the pain. According to the patient, this did not help her, and she declined a second injection. It is unknown if her pain has resolved.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2009. The procedure was completed with no patient complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding and dyspareunia. The exact nature and date of onset for each are unknown. It was reported that the patient currently continues to experience vaginal discomfort. All other information is unknown and reportedly unavailable.